Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 125 to 160 mg/dl. Customer felt weird so sought medical attention and was admitted to hospital. Comparing blood glucose results from trueresult meter to hospital meter; observed results of 194 mg/dl with trueresult meter and 321 mg/dl with hospital meter. Back to back blood test performed during call fasting ((B)(6) 2015; 2:14 pm) with results of 197 mg/dl and 197 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is not verified. Recall test results performed fasting from meter memory: 233 mg/dl, (B)(6) 2015, 11:42am; 206 mg/dl, (B)(6) 2015, 11:43am; 194 mg/dl, (B)(6) 2015, 08:08pm; 326 mg/dl, (B)(6) 2015, 01:14pm; 296 mg/dl, (B)(6) 2015, 05:31pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had an inaccurate reference user reused test strip user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 125 to 160mg/dl. Customer felt weird so sought medical attention and was admitted to hospital. Comparing blood glucose results from trueresult meter to hospital meter; observed results of 194mg/dl with trueresult meter and 321mg/dl with hospital meter. Back to back blood test performed during call fasting ((B)(6) 2015; 2:14pm) with results of 197mg/dl and 197mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is not verified. Recall test results performed fasting from meter memory: 233mg/dl (B)(6) 2015 11:42am; 206mg/dl (B)(6) 2015 11:43am; 194mg/dl (B)(6) 2015 08:18pm; 326mg/dl (B)(6) 2015 01:14pm; 296mg/dl (B)(6) 2015 05:31pm. No adverse event reported.